Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, the tip of the catheter detached. The physician had acquired retrograde arterial access and had negotiated the patient's common iliac bifurcation with a hydrophilic guidewire. During catheter manipulations over the guidewire within the patient's calcified common iliac artery, the tip of the 5f catheter detached. The physician deployed a peripheral vascular stent within the common iliac artery, pinning the catheter tip within the iliac tunica intima and successfully increasing perfusion to the patient's lower periphery.